Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 5147403.

Event description:
It was reported that the patients lead was replaced due to high impedance. The patient was doing well postoperatively. The explanted lead was retained by the medical facility and will not be returned.